Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was still having the same issue with the blank display after she was sent a replacement battery cap. Nothing will come on unless the cap is turned just right. Customer's blood glucose level was 122 mg/dl. Before the customer received the replacement battery cap, she had to go through several batteries every time she changed the battery. The battery cap sat loose on the insulin pump and the metal part appeared bent. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with currents within specification. No blank display or lcd anomalies were noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip and a broken battery cap.